Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant after placing this left ventricular (lv) lead high thresholds were seen resulting in loss of capture. Various configurations and different lead positions were tried which showed similar results. The cardiac resynchronization therapy defibrillator (crt-d) was converted to a dual chamber implantable cardioverter defibrillator (ICD) and the procedure was completed successfully. The lead was not used and expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant after placing this left ventricular (lv) lead high thresholds were seen resulting in loss of capture. Various configurations and different lead positions were tried which showed similar results. The cardiac resynchronization therapy defibrillator (crt-d) was converted to a dual chamber implantable cardioverter defibrillator (ICD) and the procedure was completed successfully. The lead was not used and expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant after placing this left ventricular (lv) lead high thresholds were seen resulting in loss of capture. Various configurations and different lead positions were tried which showed similar results. The cardiac resynchronization therapy defibrillator (crt-d) was converted to a dual chamber implantable cardioverter defibrillator (ICD) and the procedure was completed successfully. The lead was not used and expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.